Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the "syringe infusing the continuous medications were not the correct syringes." When compared the "correct syringe," the amount per ml "was way off," therefore the patient was getting more than the administered rate. Charge nurses, doctors, pharmacists, and directors were all notified of this issue. The correct syringes were place on the infusion pumps. Further customer follow up with biomedical engineering stated it was happening with "every syringe pump". There was patient involvement, but the outcome is unknown. Bd has learned additional information from the customer. It was reported that the actual devices involved in the event were sent back to "circulation" and not available to be sent to bd for investigation. However, the customer stated that they were able to replicate the issue on one of the test devices. The clinician loaded a 35ml monoject syringe that contains 25ml fluid into the syringe module. However, the device detected 27.6ml volume instead. The customer stated that this test device maybe available to be sent to bd for investigation pending approval from their director.